Event description:
It was reported that during a cardiac ablation procedure, ventricular fibrillation (vf) was induced during radiofrequency delivery in proximity to a right ventricular lead implantable cardioverter defibrillator leads (another manufacturer's rv ICD). In this procedure, excessive ablation of left ventricle (lateral to septal, basal to apical) was done. Also, cavotricuspid isthmus (cti) ablation was included. None of these energy deliveries showed abnormalities. After ablation of the left ventricle it was decided to add a couple of lesions on the right ventricular septum. Every lesion there resulted in vf and showed excessive noise on all intracardiac leads (cs, rv, and all minis of catheter) and all 12 lead electrocardiograms (ECG). After first delivery and cardioversion, it was decided to perform a second ablation which resulted in induction of vf without showing any abnormality in the ablation graphs. Cardioversion was performed again. The procedure was aborted and the patient was under general anesthesia. It was noted that the energy settings used were 60 degrees temperature limit, 40% current limit, and 30 seconds maximum duration. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files and image files were returned and analyzed. The following notifications were observed: decrypted: true possible catheter serial numbers:(B)(6) full log: logs/f9720fe1-50bd-4d96-beb5-d0fc46cc6b88.txt notifications date device type message (B)(6) 2025 06:54:55.956 ciu warning magnetic tracking initializing (B)(6) 2025 06:55:04.963 warning location reference not calibrated (B)(6) 2025 06:55:05.063 critical abl catheter not connected to hexamap\xe2\x84\xa2 (B)(6) 2025 07:30:08.095 rfg critical pump housing open (B)(6) 2025 07:30:55.793 rfg critical pump purge active (B)(6) 2025 07:30:56.693 rfg critical pump purge active (B)(6) 2025 07:31:06.295 rfg critical pump stopped (B)(6) 2025 07:36:50.363 critical no anterior patch detected (B)(6) 2025 07:36:51.863 critical no anterior patch detected (B)(6) 2025 07:36:54.063 critical no anterior patch detected (B)(6) 2025 08:11:37.607 ciu information abl catheter loading (B)(6) 2025 08:11:40.607 ciu warning abl catheter not connected to hexamap\xe2\x84\xa2 (B)(6) 2025 08:11:40.693 rfg warning abl catheter not connected (B)(6) 2025 08:11:40.895 rfg critical catheter temperature sensor fault (B)(6) 2025 08:11:41.607 ciu information abl catheter loading (B)(6) 2025 08:12:24.694 rfg critical pump purge active (B)(6) 2025 08:12:28.893 rfg critical catheter prep. Sequence running (B)(6) 2025 08:13:22.307 ciu warning abl catheter not connected to hexamap\xe2\x84\xa2 (B)(6) 2025 08:13:22.394 rfg warning abl catheter not connected (B)(6) 2025 08:13:22.494 rfg critical catheter temperature sensor fault (B)(6) 2025 08:13:24.107 ciu information abl catheter loading (B)(6) 2025 08:13:32.894 rfg critical pump stopped (B)(6) 2025 08:13:33.494 rfg critical no pump flow (B)(6) 2025 08:13:33.595 rfg critical pump purge active (B)(6) 2025 08:13:51.193 rfg critical pump purge active (B)(6) 2025 08:54:15.593 rfg critical return electrode fault detected (B)(6) 2025 08:55:29.295 rfg warning returns 1,2,3,4 current balancing fault (B)(6) 2025 09:14:53.593 rfg critical catheter temperature sensor fault (B)(6) 2025 09:30:02.093 rfg warning returns 1,2,3,4 current balancing fault (B)(6) 2025 09:31:23.693 rfg warning returns 1,2,3 current balancing fault (B)(6) 2025 09:32:10.994 rfg warning returns 2,3 current balancing fault (B)(6) 2025 09:36:41.098 rfg warning catheter temperature too high (B)(6) 2025 09:56:05.393 rfg warning patient temperature too high (B)(6) 2025 09:56:11.594 rfg warning patient temperature too high (B)(6) 2025 09:56:47.693 rfg warning returns 1,2,3,4 current balancing fault decrypted: true possible catheter serial numbers: (B)(6) full log: logs/06a737af-75a6-433e-92a3-96325bc77a46.txt notifications date device type message (B)(6) 2025 10:41:16.245 information generator is starting (B)(6) 2025 10:41:26.803 information ciu is starting (B)(6) 2025 10:41:26.908 critical abl catheter not connected to hexamap\xe2\x84\xa2 (B)(6) 2025 10:41:40.385 ciu warning location sensors not connected (B)(6) 2025 10:41:40.387 ciu warning magnetic tracking initializing (B)(6) 2025 10:41:40.430 ciu warning signal acquisition communications failure (B)(6) 2025 10:41:40.432 ciu warning abl catheter not connected to hexamap\xe2\x84\xa2 (B)(6) 2025 10:41:54.124 rfg warning generator pot in progress (B)(6) 2025 10:41:54.139 rfg warning abl catheter not connected (B)(6) 2025 10:41:54.143 rfg critical generator ui not responding (B)(6) 2025 10:41:54.650 rfg information generator high cpu usage (B)(6) 2025 10:41:55.231 information abl catheter loading (B)(6) 2025 10:41:57.178 rfg critical remote control is in use but is incompatible! (B)(6) 2025 10:41:57.446 rfg warning catheter reference temp too low (B)(6) 2025 10:41:57.580 rfg critical remote control is in use but offline! (B)(6) 2025 10:42:15.379 rfg information abl remote control connecting (B)(6) 2025 10:42:17.378 rfg information abl remote control offline (B)(6) 2025 10:42:17.738 rem information abl remote control connecting (B)(6) 2025 10:42:21.778 rfg critical remote control is in use but offline! (B)(6) 2025 10:43:41.308 critical no anterior patch detected (B)(6) 2025 10:45:37.219 critical data save fault (B)(6) 2025 10:45:39.031 critical pacing communications failure (B)(6) 2025 10:45:55.103 information ciu is offline (B)(6) 2025 10:45:55.145 information generator is offline (B)(6) 2025 10:46:14.730 warning video not saved (B)(6) 2025 10:48:50.005 warning location reference not calibrated (B)(6) 2025 10:49:14.730 critical data save fault (B)(6) 2025 11:00:16.720 critical data save fault (B)(6) 2025 11:02:10.387 warning location reference not calibrated (B)(6) 2025 11:02:34.730 critical data save fault (B)(6) 2025 11:13:24.419 critical data save fault (B)(6) 2025 11:14:24.764 warning location reference not calibrated (B)(6) 2025 11:14:42.420 critical data save fault the reported issue of ventricular fibrillation induction during ablation was observed and confirmed by procedural documentation and 3d mapping review. No device malfunction or abnormality was detected in the ablation graphs; the event was attributed to off-label use of the sphere 9 catheter and ablation near an implantable cardioverter defibrillator (ICD) lead, rather than to any product defect. In conclusion, the reported clinical issue occurred during the procedure and was deemed plausible through data analysis. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.